Event description:
The company representative received a call from the surgeon notifying him that, during a revision surgery, it was discovered that 2 orthognathic plates fractured post op (4-5 weeks estimate). This was a lefort I procedure on a pediatric patient for a 10mm advancement. 50-17005 screws were used to hold the plate associated (5511710 and 5512710) in place. All associated stryker products were also used (drill bits, etc.) The company representative was not present for the original case and at this time has no additional information. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received, it will be reported on a supplemental report. Device discarded at hospital following surgery.

Manufacturer narrative:
The reported event could not be confirmed because the complained devices were not returned. Consequently, it was not possible to determine the root cause within this investigation. According to the design risk analysis, following possible root causes were defined: ¿ wrong/ missing information, too much load on implant/ bone, improper insertion/ positioning of implant, abnormal mental/ physiological condition of patient, wrong implant placement (e.g. Region with reduced bone quality, too much bone compression during screw insertion). Implant was damaged by instrument/screw during bending/shaping/insertion, implant damaged during sterilization (e.g. Gamma radiation), wrong choice of implant (e.g. Screw too short due to system mixup and / or poorly assembled/used instrument or misleading measuring/identification)¿. Based on the statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend.

Event description:
The company representative received a call from the surgeon notifying him that, during a revision surgery, it was discovered that 2 orthognathic plates fractured post op (4-5 weeks estimate). This was a lefort I procedure on a pediatric patient for a 10mm advancement. The 50-17005 screws were used to hold the plate associated (5511710 and 5512710) in place. All associated stryker products were also used (drill bits, etc.) The company representative was not present for the original case and at this time has no additional information. If additional information becomes available, a follow up report will be submitted.